Event description:
It was reported that patient underwent total knee arthroplasty in 2004. Subsequently, patient underwent revision procedure in 2008, polyethylene tibial component was found broken in patient.

Manufacturer narrative:
Product identification and implant date on user facility report is incorrect. Correct information was obtained once explanted device was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Examination of returned device found the medial condyle fractured and the posterior portion of the medial condyle was removed as a result of the fracture. The medial condyle and two (2) fractured pieces how evidence of delamination. Location of wear scars on thee condylar surfaces and wear and deformation of the post suggests that the femoral and bearing components were rotated relative to one another. This condition may have resulted in the femoral knee component riding off the backside of the medial condyle of the tibial bearing.